Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during the procedure the device fractured") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured"). The patient was treated with surgery (underwent a hysteroscopy to retrieve fragment of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during the procedure the device fractured") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured"). The patient was treated with surgery (underwent a hysteroscopy to retrieve fragment of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Most recent follow-up information incorporated above includes: on 24-aug-2017: quality-safety evaluation of product technical complaint: FDA codes updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("during the procedure the device fractured"), device expulsion ("malposition of essure device - location of device: uterus") and genital haemorrhage ("abnormal bleeding (vaginal severe)") in a 34-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 5 ((17-feb-1998,03-oct-19999,24-mar-2001,01-jul-2010,09-jan-2013)). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included general anaesthesia and procedural bleeding. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured / that the coil in the right tube misfired/ insertion injury"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic area ( mild to severe)"). The patient was treated with surgery (underwent a hysteroscopy to retrieve fragment of the essure device) and surgery (hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, genital haemorrhage, complication of device insertion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Number of trailing coils on the right side is 0. Number of trailing coils on the left side is 0 concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during the procedure the device fractured"), device expulsion ("malposition of essure device - location of device: uterus") and genital haemorrhage ("abnormal bleeding (vaginal severe)") in a 34-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 5 ((17-feb-1998,03-oct-19999,24-mar-2001,01-jul-2010,09-jan-2013)). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included general anaesthesia and procedural bleeding. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured / that the coil in the right tube misfired/ insertion injury"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain ("pain pelvic area ( mild to severe) "). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). The patient was treated with surgery (underwent a hysteroscopy to retrieve fragment of the essure device) and surgery (hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, genital haemorrhage, complication of device insertion, dysmenorrhoea, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered complication of device insertion, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Number of trailing coils on the right side is 0. Number of trailing coils on the left side is 0 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding, vaginal bleeding, menorrhagia, dysmenorrhea partial expulsion of essure are added. Lot number added. Historical drug & condition are added. Product , patient & reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during the procedure the device fractured"), device expulsion ("malposition of essure device - location of device: uterus") and genital haemorrhage ("abnormal bleeding (vaginal severe)") in a 34-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida and parity 5 (((B)(6) 1998, (B)(6) 1999, (B)(6) 2001, (B)(6) 2010, (B)(6) 2013)). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included general anaesthesia and procedural bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured / that the coil in the right tube misfired/ insertion injury"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic area ( mild to severe)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy and tubal ligation and underwent a hysteroscopy to retrieve fragment of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, genital haemorrhage, complication of device insertion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Number of trailing coils on the right side is 0. Number of trailing coils on the left side is 0. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received: new event fatigue was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during the procedure the device fractured') and device expulsion ('malposition of essure device - location of device: uterus') in a 34-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida and parity 5 (((B)(6) 1998, (B)(6) 1999, (B)(6) 2001, (B)(6) 2010, (B)(6) 2013)). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included general anaesthesia and procedural bleeding. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured / that the coil in the right tube misfired/ insertion injury"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal severe)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic area ( mild to severe)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy and tubal ligation and underwent a hysteroscopy to retrieve fragment of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, genital haemorrhage, complication of device insertion, dysmenorrhoea, depression, anxiety and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Number of trailing coils on the right side is 0. Number of trailing coils on the left side is 0. Patient received treatment for fracture. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. Seriousness of event "genital haemorrhage" updated to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("during the procedure the device fractured"), device expulsion ("malposition of essure device, location of device: uterus") and genital haemorrhage ("abnormal bleeding (vaginal severe)" in a 34-year-old female patient who had essure (batch no: a69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 5 on (B)(6) 1998,on (B)(6)1999, on (B)(6) 2001, on (B)(6) 2010, on (B)(6) 2013). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included general anaesthesia and procedural bleeding. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device insertion ("during the procedure the device fractured / that the coil in the right tube misfired/ insertion injury"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)" and menorrhagia ("abnormal bleeding (vaginal menorrhagia)". In may 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In february 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)". In february 2014, the patient experienced pelvic pain ("pain pelvic area ( mild to severe)". The patient was treated with surgery (underwent a hysteroscopy to retrieve fragment of the essure device) and surgery (hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, genital haemorrhage, complication of device insertion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, complication of device insertion, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a hysteroscopy so the micro-insert fragment of the essure device could be retrieved which included a bilateral tubal ligation. Number of trailing coils on the right side is 0. Number of trailing coils on the left side is 0. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet- events depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.